Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the system message reported. The pneumatics module cables were reseated. The system was then tested and met all product specifications. (B) (4). (B) (4).

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "the vitrectomy probe stopped in the middle of the case" (failure to cut); "a system message displayed during surgery" (device displays error message). The nurse reported, the vitrectomy probe stopped in the middle of the case. A system message displayed. The vitrectomy probe was switched out and the case was completed as planned. There was a ten min delay in surgery. The vitrectomy probe was not saved for evaluation. No pt injury was reported.